Event description:
It was reported that there are leds missing from the display. It is unk if error messages or audible alarms notified the customer of a malfunction. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the led displays remain completely blank when the device is on. A broken screw mount and contamination was found on the ui board. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.